Manufacturer narrative:
Evaluation summary : the distal shaft was severely stretched and damaged. The guidewire appears to have had ripped through the guidewire entry port, the distal shafts and balloon. The inner shaft was bunched between the inner shaft markers and this section along with the distal tip remained on the guidewire. The inner shaft material had broken proximal to the proximal marker band. The transition shaft was stretched immediately proximal to the guidewire entry port . The distal section of the support wire was exposed. It was not possible to inflate the device due to the excessive damage to the distal shaft/balloon. (B)(4).

Event description:
It was reported that the physician used one euphora rx balloon catheter as an anchor balloon to treat a moderately tortuous and severely calcified prox rca lesion( 3 x 30 mm), exhibiting 99% stenosis . The device was inflated in a small branch off the prox rca. The device was removed from it's packaging and inspected with no issues noted. Negative prep was performed successfully. The lesion was not pre-dilated. It was reported that the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It was reported that the balloon seeded back at least 25 times as the vessel had a superior take-off, and the physician had to deflate and re-advance the balloon. Although the case was completed successfully using the device, on removal, it appeared the distal shaft of the catheter was stripped and the material on the shaft appeared thinned and stretched. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.